Manufacturer narrative:
The device passed iram and u2 self tests and the failure was not able to be reproduced. The cause of the backup vvi mode remained undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for procedure. Upon interrogation, a new implantable cardioverter-defibrillator (ICD) that was still in the box was found in vvi backup mode. The device was not implanted, and a replacement device was used for implant. There were no patient consequences.